Event description:
During product training, at the manufacturer, and undosed result of lo was obtained on the active test system. Quality control testing was performed and in range on the system. Technical support requested the return of the suspect product.